Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to the information provided by the technician, the device failed internal leakage test with message: "pressure transducer difference>5cm h2o", pressure transducer test and patient circuit test during pre-use check. The pressure transducer board pc1781 on inspiratory side was checked and was replaced to resolve the issue. The device was delivered to the user in working condition. During internal leakage test sequence a few tests are being conducted. One of them is checking if the measured pressure values differ is less than 5 cmh2o between inspiratory pressure and expiratory pressure. So one of the message which can occur is "pressure transducer difference is higher than 5 cmh2o". Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs and defective part were not available for further evaluation. Therefore, the root cause to the reported issue has not been determined.